Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a laparoscopic hernia repair, the tips of the everest lyons dissecting forceps broke, but remained attached to the shaft of the forceps. The surgeon removed the instrument from the operating site, disposed of it, and completed the operation successfully with a reusable bipolar storz device.